Event description:
It was reported that the battery compartment is broken. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email. The event occurred before it was received last 24-may-2023 where the broken battery compartment was taped. There was no patient injury.

Manufacturer narrative:
Additional information is provided in h.2., h.3., and h.6. One device was returned for investigation. Evaluation of the device revealed a broken battery compartment. The cause for this event is physical impact. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.